Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a qdot micro catheter and the patient experienced cardiac tamponade which required pericardiocentesis. During the case, the patient¿s blood pressure dropped. They checked for an effusion and discovered a very small one around the right ventricle. The effusion may have been confirmed with ultrasound. The physician stated it may have been a baseline effusion. The procedure continued and was completed with no further issues. The patient was in recovery and felt fine, but blood pressure was still low. Pericardiocentesis was performed, removing 200 ml of fluid as a medical intervention to the patient. The patient¿s last know status was stable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.